Manufacturer narrative:
It was noted this device will not be returned for analysis as it was not suspected to be involved in the event. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right atrial (ra) lead exhibited high out-of-range pace impedance measurements as well as increased pacing thresholds with loss of capture (loc). The physician suspected a lead fracture but it could not be confirmed at the time of report. A revision procedure was later performed at which time the ra lead was explanted and replaced; the crt-d was also replaced at that time. It was noted that prior to revision pace impedance measurements were within normal limits and the location of the suspected fracture could not be confirmed via fluoroscopy. No adverse patient effects were reported.